Event description:
A report was received that the patient was experiencing more pain in the left leg. The patient went to the emergency room (ER) and was given steroid injection and medication. It was noted that the patient had new leg weakness and foot drop per physicians assessment. It was unknown if the said symptoms were device related.

Manufacturer narrative:
Additional information was received that a computed tomography (CT) scan was taken and showed nothing wrong with the scs system. The physician believed that the patients new leg weakness and foot drop were not device related.

Event description:
A report was received that the patient was experiencing more pain in the left leg. The patient went to the emergency room (ER) and was given steroid injection and medication. It was noted that the patient had new leg weakness and foot drop per physicians assessment. It was unknown if the said symptoms were device related.